Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shock terminated the arrhythmia however high high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the outcomes attributed to adverse event.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shock terminated the arrhythmia however high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter email address.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out-of-range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shocks terminated the arrhythmia however high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shock terminated the arrhythmia however high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shock terminated the arrhythmia however high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of device memory confirmed five shock lead open errors were recorded in device memory. This suggests the associated defibrillation lead may have exhibited an intermittent electrical issue; however, this cannot be confirmed in the absence of product return and analysis.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shock terminated the arrhythmia however high high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out-of-range shock impedances measurement, while al other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported. Additional information received noted this patient received six shocks for an appropriate ventricular tachycardia (vt) which degraded to a ventricular fibrillation (vf). An open circuit condition fc1005 was detected during shock delivery and first five attempts at defibrillation. The six shocks terminated the arrhythmia however high high voltage impedance measurements were noted. The patient presented to an outpatient clinic three weeks later for a routine device check where the clinical was alert to the episode. The right ventricular (rv) lead was surgically abandoned while the device was expected to be returned for analysis. No adverse patient effects were reported.